Manufacturer narrative:
(B)(4). Analysis of the lead found the body stretched, but no significant anomalies.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the lead and the implantable neurostimulator (ins) were replaced. Normal depletion was noted for the ins; the patient had lack of efficacy, increased urinary urgency, frequency, and nocturia. Reprogramming was done, but no additional diagnostics were performed. There was no patient injury and the patient recovered from the procedure without sequel.